Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and log files, were not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with the ID now covid-19 assay involving 5 patients. Initial testing resulted in 5 positive results on the ID now covid-19 assay. Repeat testing performed on 5 new samples collected from the same 5 patients using a different ID now instrument generated 5 negative results. The customer indicated that confirmation testing will be conducted. However, results from confirmation testing have not been provided. Date of assay, individual patient information or sample collection information was not provided. Attempts to gain further information were unsuccessful. No patient harm was reported. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction as it is unknown which result is correct.